Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery longevity was very short. Customer reported that at times insulin pump shut off as soon as battery was changed or sometimes display would not turn on with several battery changes. Insulin pump received a low battery alert and would shut off right after. Customer's blood glucose was 110 mg/dl. Customer declined troubleshooting for blank screen display. Customer was advised that battery cap would be replaced.